Event description:
It was reported that when the shaver was turned on, it was making a high pitched noise. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for investigation and the reported problem was verified. Further investigation found the handpiece has the potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this event.